Event description:
It was reported that during implant multiple attempts were made to place the lead, however the lead kept dislodging. A different lead was chosen and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis - the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.